Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was first revised to address a fractured liner; the sales rep was not aware of any previous revisions. The pt was then revised to address pain caused by cup malpositioning and the subsequent metal wear. It was stated in the reporting that the cup was very vertical.